Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an infection and the device had to be explanted as a result. No additional symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported that an infection was confirmed, but the manufacturer representative was unaware of the res ults. The infection was at the pocket site. The dates of the procedures were unknown. The infection was stated to have resolved. The patient was reportedly fine until the eos of the implantable neurostimulator (ins).

Manufacturer narrative:
(B)(4).